Manufacturer narrative:
Block b3: exact date unknown, event occurred at the year of 2021. Block d6b: explant date: 2021.

Event description:
It was reported that the patient was experiencing loss of therapy. The patient underwent an implantable pulse generator (ipg) explant procedure.